Event description:
The customer reported to olympus, the visera elite video system center had an intermittent image when the scope was inserted into the main unit during inspection, which lengthened the time for a intravesical observation. A message displayed many times to adjust the white balance even after doing so. Eventually, a color bar displayed on the monitor and it blacked out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Patient reportedly in 70's. The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the monitor's color bar displayed when scope was inserted and the system does not memorize the white balance. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction to section h10 based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the color bar display phenomenon was not reproduced. Since no device malfunction was confirmed during evaluation, the definitive root cause of the color bar display issue could not be determined. The processor is designed to output a color bar when the endoscope is judged to be unconnected. It is possible that the color bar was displayed due to liquid adherence of dirt at the electrical contact point between the scope and the processor, which may have prevented the scope connection recognition. Olympus will continue to monitor field performance for this device.